Event description:
A resident was being transferred by the liko lift from his bed to a wheelchair. The shaft (actuator) broke and the resident came down landing on the floor on his right hip and also hit his head. He was strapped in a sling with a 2 persons in attendance.

Manufacturer narrative:
Pursuant to identifying a reportable event involving the uno mobile lift, liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.